Manufacturer narrative:
Cepheid is unable to contact customer as of 21 mar 2025. On the offset, information presents as a mixture of preanalytical sampling variability (from the (B)(6) staff) and targets being near lod due to the following: 1. Tests from (B)(6) are negative, from (B)(6) positive. 2. Some repeats of initial negative convert to positive with CT >35. 3. Tests from resampled patients after 24 hours result as positive with CT in teens. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.

Event description:
Us customer contacted cepheid to discuss a discrepant result. Sample (B)(6)- on (B)(6) 2025, a nasal sample was collected and run on xpert xpress cov-2/flu/rsv plus lot: 63913. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to the physician. Sample was re-tested on (B)(6) 2025 and run on xpert xpress cov-2/flu/rsv plus lot: 63913. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was not reported to the physician. Sample was re-tested for the second time on (B)(6) 2025 and run on xpert xpress cov-2/flu/rsv plus lot: 63913. This resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was not reported to the physician. Sample (B)(6)- on (B)(6) 2025, a nasal sample was collected and run on biofire resp panel 2.1 on unknown lot number. This resulted in sars cov-2 pos/ influenza a h3. This result was reported to the physician. Sample (B)(6) re-test 1- on (B)(6) 2025, a nasal sample was retested on xpert xpress cov-2/flu/rsv plus lot: 63913. This resulted in sars-cov-2 positive; flu a positive; flu b negative; rsv negative. This result was reported to the physician. Sample was collected from hospital floor and kept refrigerated after collection. Customer did not provide reason for recollect.

Manufacturer narrative:
This is a case whereby the customer is experiencing an increase of expert tests that result negative which show positive for the bio fire respiratory panel and expert tests repeat as positive. Review of the manufacturing and case records for the lot/s are unremarkable. Review of the test results show multiple likely root causes, some in tandem: sampling collection variability between wards, operator variability at sample prep, targets being at the limit of detection of the test, and the course of illness of the patient. Discussion with the customer identified that they share the same conclusion in their internal investigation and has identified touch points in their process that can be improved. No product malfunction, no patient harm. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.